Event description:
Caller reported that the t:slim x2 pump battery would not charge and the pump screen remained dark, despite various troubleshooting steps, including using different charging cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent with updated software and provided guidance on next steps, while the customer agreed to revert to multiple daily injections (mdi) for insulin delivery.